Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Initial analysis indicates the device failed the labeled longevity calculation. The product analysis concluded the cause of the premature depletion is the electrical leakage of one of two battery filter capacitors. The device was out of specifications due to component failure.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.